Manufacturer narrative:
During the investigation a visual and functional inspection from spindle was performed. The result was that round hexagon was found. The cause of the issue is a supplier issue. The action to resolve the issue is to exchange the spindle. The spindle was send to the supplier with rk 4795672. The surgical table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Although there was no reported injury with this event, if the report of a column collapses were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report stating that during the operation, trusystem 7500 table top collapsed without any input from the nursing staff. No harm or significant impact to the surgical procedure was reported.